Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Clinical notification received for revision due to progressive arthritis and implant fracture. Conversion uni to tka. Doi: (B)(6) 2000. Dor: (B)(6) 2018; (right knee).

Manufacturer narrative:
Pc-(B)(4). No device associated with this report was received for examination. The investigation could not draw any conclusions regarding the reported event. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.